Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('essure had nickel that caused her heavy continuing blood clots') and thrombosis ('blood clots/essure had nickel that caused her heavy continuing blood clots requiring continous blood thinner for treatment') in a 46-year-old female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and thrombosis (seriousness criterion hospitalization). The patient was hospitalized for 7 days. The patient was treated with rivaroxaban (xarelto 10mg) and surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals and thrombosis outcome was unknown. The reporter considered allergy to metals and thrombosis to be related to essure. The reporter commented: "I had it put in back in (B)(6) 2012 I think. Once I had it put in, I started having blood clots. Right now I have to take xarelto for the rest of my life because of it. I eventually had it removed. They started taking me off the blood thinner and I still have to stay on the blood thinner." Caller stated she was late to file with the class action and she is looking help for the continuing drug cost that she has to take lifetime. Caller also stated that the essure had nickel that caused her heavy continuing blood clots and paying (B)(6) for xarelto. Caller also stated that she was hospitalized once and had an IV for 7 days and came close to dying because of the blood clotting issue. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-dec-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('essure had nickel that caused her heavy continuing blood clots') and thrombosis ('blood clots/ essure had nickel that caused her heavy continuing blood clots requiring continous blood thinner for treatment') in a (B)(6) year-old female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and thrombosis (seriousness criterion hospitalization). The patient was hospitalized for 7 days. The patient was treated with rivaroxaban (xarelto 10mg) and surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals and thrombosis outcome was unknown. The reporter considered allergy to metals and thrombosis to be related to essure. The reporter commented: "I had it put in back in (B)(6) 2012 I think. Once I had it put in, I started having blood clots. Right now I have to take xarelto for the rest of my life because of it. I eventually had it removed. They started taking me off the blood thinner and I still have to stay on the blood thinner." Caller stated she was late to file with the class action and she is looking help for the continuing drug cost that she has to take lifetime. Caller also stated that the essure had nickel that caused her heavy continuing blood clots and paying (B)(6) for xarelto. Caller also stated that she was hospitalized once and had an IV for 7 days and came close to dying because of the blood clotting issue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.